Manufacturer narrative:
The lot number was provided for two of the malfunctions and lot history reviews were completed. No devices were returned for evaluation, but medical records were provided and reviewed for two of the malfunctions. The investigation for one malfunction was confirmed for patient device interaction problem and difficult to remove, but unconfirmed for malposition of device. Another investigation was confirmed for difficult to remove and malposition of device, but unconfirmed for patient device interaction problem. The third investigation is inconclusive for difficult to remove, malposition of device, and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. A root cause could not be determined. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. The information reviewed indicated that model rf310f vena cava filter allegedly experienced difficult to remove, malposition of device, and patient device interaction problem. This information was received from various sources. All three malfunctions involved patients with no reported consequences. One female patient weighed (B)(6); age was not provided. Another patient was a (B)(6) year old male. Other patient information was not provided.

Manufacturer narrative:
H10: the lot number was provided for two of the malfunctions and lot history reviews were completed. No devices were returned for evaluation, but medical records were provided and reviewed for two of the malfunctions. The investigation for first malfunction was confirmed for patient perforation of the ivc and retrieval difficulties, but unconfirmed for filter tilt. The second malfunction was confirmed for filter tilt, retrieval difficulties and perforation of the ivc. The third malfunction images and medical records were not provided. The investigation is inconclusive for filter tilt, retrieval difficulties and filter limb perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. A root cause could not be determined. The devices are labeled for single use. H10: g4, h6 device code + description (2682: patient-device incompatibility). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. The information reviewed indicated that model rf310f vena cava filter allegedly experienced difficult to remove, malposition of device, and patient device interaction problem. This information was received from various sources. All three malfunctions involved patients with no reported consequences. One female patient weighed 107lbs; age was not provided. Another patient was a 30 year old male. Other patient information was not provided.

Manufacturer narrative:
H10: of the three devices, two lot numbers were provided and lot history reviews were performed. The devices have not been returned for evaluation. However, medical records were provided for all three malfunctions and images were provided for one malfunction. For one malfunction, the investigation is confirmed for perforation, tilt and difficult to remove. For one malfunction, the investigation is confirmed for perforation and difficult to remove; however, it is inconclusive for tilt. For another malfunction, the investigation is confirmed for perforation and difficult to remove; however, it is unconfirmed for tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes three malfunctions. The information reviewed indicated that model rf310f vena cava filter allegedly experienced difficult to remove, malposition of device, and perforation. This information was received from various sources. All three malfunctions involved patients with no reported consequences. The two patients ranged from 30-54 years of age and one patient weight was 107 lbs. Of the three reported patients, two were female and one was male. All other details of the patients were not provided.